Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500+ mg/dl. The customer had symptoms such as thirstiness and dry mouth. Customer's blood glucose value was 280 mg/dl at the time of the call. Customer reported that the high blood glucose levels began in the evening. Troubleshooting was performed. The customer was unsure if the drive support cap appeared protruded, loose or sticking out. The product was not returned for analysis.